Event description:
Additional information: patient outcome was noted as recovered without sequela.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information: it was reported further that there was a kink in catheter at the pump/catheter connection that was noted on fluoro side port study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter model #: 8709sc lot #: n200194003 implanted: (B)(6) 2010 explanted: (B)(6) 2012; (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed no anomaly, normal device function. Returned for analysis was only the sc assembly of the catheter and no significant anomalies were seen. A non-significant indent was observed in the sc cup, however it did not affect infusion.

Event description:
It was reported that the patient experienced a change in therapy; the patient had not been reaching efficacy and noted loss of pain relief. After the patient's first refill it had been noted that the actual residual volume had been greater that the expected residual volume. The pump was full of drug. The reporter was concerned that an insulin pump may be adversely affecting the pump system; the insulin pump was not operating as intended either. The physician suspected a catheter related issue and programmed the pump to a minimum rate mode. A roller study was performed and the motor stalled even though the logs were "fine." The pump, noted to be "loose in the pocket," was replaced. The catheter could not be aspirated and it was replaced as well. Per report, "her pump would not perform a rotor test and her catheter was a multiple twisted mass." The patient was on "a very high" concentration of morphine (30 mg/ml) which was changed to 7.5 mg/ml with a dose reduction at the time of surgery.